Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high glucose attributed by the user to a faulty infusion set while using the ilet, and additional information about blood glucose readings and the infusion set lot was requested. Symptoms included hyperglycemia. Outcomes included insufficient information to assess impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.